Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text: device not returned.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using cold insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.